Event description:
It was reported that when the patient was presented for an elective upgrade to a dual chambered system, high threshold was observed. The lead was capped and replaced on (B)(6) 2017. Patient¿s condition was stable.